Event description:
A health care professional reported that during surgery, on (B)(6) 2024, during the lens implant, a crack was discovered on the edge of the lens and an exchange was performed on the same day. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned cut in two inside the lens case. Solution is dried on the iol. Both haptics are intact. The optic is cracked/fractured near the optic edge. We are unable to determine the root cause for the reported complaint, "crack was discovered on the edge of the lens". The returned iol has solution dried on the iol. The product was subject to handling as the reported complaint was highlighted post implantation and the observed damage is consistent with lens having been explanted. All iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).